Manufacturer narrative:
Event,PMA/510k: additional information received. One infusion pump was returned for evaluation. Visual inspection of the device found it to have damaged lens. The device then underwent three days of functional testing; unable to confirm the reported customer complaint. Upon review of the event log, the following was present: 9/20/2019 2:39:53 pm system fault; 10/15/2019 11:11:21 am medium alarm displayed: loss of power occurred while running; 10/15/2019 11:11:28 am medium alarm acknowledged: loss of power occurred while running. The problem source was determined to be unknown as the allegation was not duplicated. There is no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received stating no patient involvment, error occurred during testing.

Event description:
Information was received indicating that a smiths medical cadd solis vip pump had an error code 41662. There were no reported adverse events.